Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the surgeon had difficulty seating the articular surface implant within the tibial prosthesis. Another device was used to complete the surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned articular surface identified that the dovetail feature was compressed on one side and flared out on the other side. The articular surface also had some scratches on the condylar mating surface. Measured dimensions were conforming to print specifications. The device history records for the 00-5962-040-10, lot # 62832719 were reviewed for deviations and/ or anomalies with one anomaly identified during final inspection for the sterilizer operator having incomplete certification paperwork. The lot was reworked through that operation and continued through normal processing. This anomaly would not have impacted the reported event. Review of the complaint history determined that no further action is required as no trends were identified.. The noted dovetail compression on one side indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique. Detailed instructions for inserting the articular surface are provided in the surgical tip: articular surface inserter ¿proper technique & use¿ guidance document. The root cause appears to be use error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Method code updated to actual device evaluated, visual inspection, manufacturing review. Results code updated to deformation problem. Conclusion code updated to use error caused or contributed to the event.

Event description:
It was reported that the surgeon had difficulty seating the articular surface implant within the tibial prosthesis. Another device was used to complete the surgery. No adverse events have been reported as a result of the malfunction.